Event description:
The control of the tip of the subject device was lost proximal to the a2 aneurysm region. Both the transend ex .014" guidewire and the excelsior sl-1o microcatheter were removed and during inspection it was noticed that the tip of the subject device was lost inside the microcatheter. The pt was not affected by this event and was reported in good condition.